Event description:
It was reported that patient underwent misha implantation for oa along with a partial meniscectomy. Five days later, the patient presented with pus at the wound and received a washout and antibiotics. Fifteen days after implantation, the device was removed.

Manufacturer narrative:
The misha removal was completed without complication. At the time of device removal, wound cultures were negative for infection. A review of manufacturing records indicates that the product conformed to design and manufacturing specifications. At the time of misha implantation, a partial meniscectomy was also performed. There is no information to suggest that the infection was caused by the misha product; the source of the post-operative infection remains unknown. This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company's complaint handling processes. This event is being filed in accordance with a CAPA which has been opened to manage the actions and any required MDR reporting.